Event description:
Information received indicates the caster is broken off at the block.

Manufacturer narrative:
The technician found the weld was broken. He replaced the base frame to repair the stretcher.